Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Initial date was reported as (B)(6) 2014. Corrected to (B)(6), 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient underwent an open reduction internal fixation for the periprosthetic fracture of left femur. A sustained fracture was fixed using a; synthes seven hole locking compression plate for primary bone grafting. Post operative patient was non weight bearing for four and half months to facilitate union. The patient started toe touching with walker just a few days before this accident. On an unknown date; the patient was standing and suddenly heard a click sound in thigh followed by acute asset pain. An x-ray showed that implant failed at one the screw holes. Per an x-ray review it was confirmed that there was a presence of knee joint prosthesis, femur shaft fracture and plate breakage were observed. Patient was revised with open reduction and internal fixation through another company's plate and synthes bone graft. There was no report of a surgical delay. This report is for one unknown plate. (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received broken as complained. Two segments of the plate are missing. It is likely, that the plate has already been cut and analyzed by a third party. Only two of the four fracture surfaces are available for investigation. As the plate was received in a cut condition, it cannot be proven that the fracture surfaces are part of the same plate. The plate broke through the fifth proximal lcp combi-hole. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards. Hardness measurements were carried out and corresponds with the required minimum value of the latest version of the international standards. The dimensions of the investigated plate were and found to be in compliance with the technical drawings of the producer and specifications. The measurements were taken at the plate shaft close to the fracture site. Slight grinding marks were noted on the top of the plate close to the fracture site. The fracture surfaces themselves showed discoloration (mainly the distal fragment) and were impaired through the previous cutting process. It is likely, that inappropriate cutting and related severe heating of the plate fragment destroyed the surfaces of interest. The proximal and the distal fragments were examined using a scanning electron microscope (sem). The crack started at the lateral side (upper side) of the plate at the transition to the thread and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The proximal fracture surface also showed mixed fracture appearance; fatigue striations and dimples. The areas with dimples correspond to the (residual) forced fracture zone. A considerable area of the distal fracture surface represented a covering film from a previous cutting process and related heating and was therefore impaired for investigation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the implant was subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to fatigue forced fracture of the implant. The implant could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.